Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the neuro tip of the device was drilled into was confirmed. An assessment was performed and it was observed that the device failed cutter insertion test due to worn out bearings, the neuro-tip leg had been drilled into, and the color ring is missing. An assessment was performed and it was determined that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. This is because the bearings are no longer in axial alignment not allowing the cutter to pass through. The root cause of this condition was determined to be due to normal wear, the failure was caused by worn out bearings. It was further determined that condition of the drilled neuro-tip leg was due to excessive lateral force being placed on the device causing the drill to flex and come into contact with the neuro-tip leg. The assignable root cause was determined to be damage caused by user error. The condition of the color ring is missing because this device was manufactured prior to the coloring being added to the drawing. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during in-house engineering evaluation, it was determined that the neuro-tip leg on the craniotome device had been drilled into. The device was initially returned to (B)(6) because the device was not working. During in-house engineering evaluation it was observed that the neuro-tip leg had been drilled into. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.